Event description:
New information notes that the patient's implantable cardioverter defibrillator and right ventricular lead were explanted and replaced on (B)(6) 2022. The patient was stable post-procedure.

Event description:
Related manufacturer reference number: 2017865-2021-34000. It was reported that the patient was presented to the emergency room after experiencing multiple shocks from the patient's implantable cardioverter defibrillator (ICD). Upon device interrogation, it was noted that the patient's right ventricular lead exhibited noise. The physician opted to turn off the ICD and the patient was given a lifevest to wear. The patient was in stable condition.